Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. The patient reports the pods adhesive had failed to adhere and the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. The pod was received fully deployed. The exposed portion of the soft cannula was observed to be bent. Despite the bend, no tears were observed. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: ap3a.240905.015.a2.s926usqu4bych, smartphone hardware: sm-s926u, cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be bent and fluid was able to flow the complete fluid path. Despite the bend, no tears were observed. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found.